Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency left side intracapsular rupture with "fold, waves and rotation" diagnosed by ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported via regulatory agency left side intracapsular rupture with "fold, waves and rotation" diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ malposition: unable to observe as it is not related to the device. ¿ crease/ folding of implant: no observed. ¿ deformation: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.